Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 5/11/2021. Section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position residues of viscoelastic material was observed on cartridge. The cartridge tip was observed deformed and crack. The lens was not returned, its remains implanted. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted. The cartridge broke/cracked. Cartridge tip cracked during insertion of iol into the eye. It was learned that the iol was left implanted. However, the facility returned the injector because they noticed a crack in it after the lens was implanted. The outcome does not interfere with the patient's daily activities. No other information can be provided.